Event description:
Philips received a complaint regarding the heartstart mrx, indicating the display of an error message 'x'. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the device displayed error message 'x,' and after conducting operational tests with a charger analyzer, the equipment was found to be ready for use again, passing the operational test. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.